Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with broken reservoir tube lip. Unable to perform displacement test, self test occlusion test and p-cap or reservoir will not lock properly or verify no delivery or occlusion alarm due to missing retainer. Device passed rewind, prime or seating, basic occlusion and force sensor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated they had tried all remedies. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.